Manufacturer narrative:
A review of the manufacturing records could not be performed as device item/lot numbers were not available. The images and device were not available, the imaging evaluation and engineering evaluation could not be performed.

Event description:
The following publication was reviewed: "endovascular recanalization of chronically occluded native arteries after failed bypass surgery in patients with critical ischemia" received through "cardiovasc intervent radiol (2015) 38:1468¿1476". The authors: minyi yin, wei wang, xintian huang, biao hong, xiaobing liu, weimin li, xinwu lu, min lu, mier jiang. The study aimed to evaluate the feasibility, safety, and outcome of endovascular recanalization of native. Chronic total occlusions (cto) in patients with critical limb ischemia (cli) and lower extremities bypass graft failure. The study comprised a retrospective review of a prospectively maintained database at shanghai ninth people¿s hospital and shanghai tongren hospital, extending from january 2010 through june 2014, twenty-eight consecutive cli patients were identified who had undergone endovascular recanalization of native cto following intermediate-to-late failed lower extremity bypass. Pta (clearstream technologies ltd, wexford, ireland) were performed with balloons. Stents were placed in cases of flow-limiting dissection and/or more than 30 % residual stenosis/recoil after pta. Self-expanding nitinol stents or covered stents were used, including viabahn (w.l. Gore & associates, flagstaff, az). Reported results stated there was one patients (patient 15) implanted with one covered stent with acute (<2 weeks) onset of foot rest pain and acute thrombosis in the follow-up, underwent thrombolysis and angioplasty (in 17 weeks).